Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. What color cartridges were used (please confirm that all were gst)? Black and green, non gst what was the patient¿s bmi? M or f? F. Was there any issues noted intra-operatively with stapler performance or staple formation? No intraop issues. When and how and when was the bleeding identified? Bleeding identified post op due to tachycardia, low bp and a CT scan. What was the volume of the hematoma? How was it treated? 500 cc intraop blood noted treated with laparoscopy and washout of old blood. No active bleeding. Was a transfusion required? Transfusion was required.

Manufacturer narrative:
(B)(4). How long post-op did issue occur? Went home, came back 24 hours. What was the location of the hematoma? Around the staple line, not related to short gastrics. Current patient status? Patient is fine.

Event description:
It was reported via clinical trial that patient (B)(6) experienced hematoma of the left sub-hepatic space.